Manufacturer narrative:
Correction, g3: date received by MFR: the initial MDR g3 date was inadvertently submitted as 07/03/2025; however, the correct date is 07/09/2025.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported the patient was hospitalized for 5 days. The patient was treated with unspecified antibiotics treatment "for another 5 days". At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.